Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to deploy the needles and handle detachment appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the prostar xl instructions for use (IFU), in the special population section states the safety and effectiveness of the prostar xl pvs system has not been established in the following patient populations: patients with common femoral artery calcium which is fluoroscopically visible at the access site. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a prostar xl device with a 21f sheath after a ventricular tachycardia ablation interventional procedure. Reportedly, the ring broke off of the handle of the prostar xl device. A cutdown was performed to remove the prostar xl device. The needles were "totally" stuck in the barrel of the prostar xl device. Hemostasis was achieved surgically. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.